Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial:(B)(4). Batch: 7085731.

Event description:
It was reported that the patient was not getting an adequate stimulation due to lead migration. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. No device malfunction was suspected. The patient was doing well postoperatively. The explanted leads were not returned.